Manufacturer narrative:
Concomitant medical product: addrl1 ipg implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing. It was noted that the lead had a possible fracture. The lead was reprogrammed and inactivated. No further patient complications have been reported as a result of this event.